Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the implants pulled out. Reporter has no further details; additional information requested. Additional information received 3/28/2019: during a modified broström procedure, the surgeon prepped two pilot holes in the patient's soft bone fibula with a 2.4 suturetak drill bit. He inserted a peek suturetak suture anchor and the anchor pulled out. He removed the anchor and opened a second from the same lot and attempted to insert this anchor into the second hole. Again, the anchor pulled out. Unplanned bone tunnels were drilled to finish the procedure vs. Using a different anchor.